Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
¿It was noted that the argon PICC [peripherally inserted central catheter] was leaking. See procedure note for lot number. After the leaking was noted, this rn and [redacted] were attempting to find where the leak was coming from. The t connector was intact and secure, but leaking was noted at the t connector/PICC connection. After changing the t connector (bd maxzero), taking off the posi flow, we were unable to flush the PICC as it had now clotted off. The rn notified [redacted] in charge of babe¿s care and [redacted] leader of PICC team. They attempted to flush the PICC and were unsuccessful also. At this time, we had to pull the PICC. We attempted to place PICC line 3x and were unsuccessful. A scalp pic [peripheral intravenous line] was placed.¿.